Manufacturer narrative:
MFR site and MFR date could not be determined without a lot number. Could not be determined without a part number. Investigation could not be concluded, no conclusion could be drawn. Mfg records could not be reviewed without a lot number.

Event description:
During a medial malleolus procedure, surgeon was inserting a 4.5mm cannulated screw and the threads peeled. The surgeon removed the screw shaft and the threads, and completed the procedure.